Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of 'not infusing'. Flow accuracy test was performed 3 times: at the rates of 12 ml/hr, with vtbi 12 ml at the rates of 12 ml/hr, with vtbi 12 ml and the delivered volume and its corresponding error percentage rate results were within specification. Flow accuracy test performed 3 times: at rate 40 ml/hr, with vtbi 20 ml, and the delivered volume and its corresponding error percentage rate results were within the specifications range for flow accuracy. A device history review was performed and did not identify any issues during manufacturing of the device that may be related to the current complaint. The reported condition was not verified. During evaluation, upstream occlusion detection testing, the pump did not alarm for an upstream occlusion during the specified time. The cause was identified to be the ultrasonic sensor which requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a critically ill patient was receiving an infusion of vasopressin (0.04 units/minute at 12 ml/hour flow rate) with a spectrum iq pump that appeared to not be infusing. It was further reported the patient was hypotensive and was receiving dobutamine (on another spectrum pump) in addition to vasopressin ¿to sustain blood pressure¿. The reporter stated the patient was ¿relatively stable¿ and was disconnected from continuous renal replacement therapy for a CT scan. After the CT scan, the patient gradually became hypotensive and was transported back to the intensive care unit where the patient¿s vital signs (blood pressure, heart rate) continued to decline. The physician noted the dobutamine drip was half clamped above the pump. It was unknown how long the line was clamped. According to the reporter, the physician stated, ¿that the acuity of patient's decompensation was more pronounced than would be expected for this decrease in dosage¿. Subsequently, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.